Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy experienced cloudy pd effluent. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, it was not reported if the patient had recovered from the suspected peritonitis event. Action taken with pd was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.